Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017; product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 12-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 4.4 62mg/day, bupivacaine 5mg/ml at 2.23mg/day and fentanyl 100mcg/ml at 44.62mgc/day via an implantable pump. Via an implantable pump. It was reported the patient reported a return of pain, unsure of timeline, after replacement (B)(6) 2024. The exact date when symptoms began was unknown. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient was going to be referred for a dye study. The issue was not resolved at the time of the report. Additional information received on 14-sep-2024 reported that the patient was scheduled for a catheter revision today. A catheter access port procedure was performed, and the physician was unable to aspirate anything. The actions and interventions taken to resolve the issue was a complete revision of the catheter. The catheter appeared to be kinked up in the sutures of the last replacement. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.